Event description:
According to the reporter: device would not load. Suture disconnected and needle broke. Two other similar occurance have occurred with this type of device since this occurred. (B)(4). Additional information requested via email please follow-up with the account and discover if the fragment fell into the patient cavity and if so, was it retrieved?

Manufacturer narrative:
(B)(4).